Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t-wave oversensing was observed. The oversensing was observed during capture threshold testing. Programming changes were recommended. The device remains implanted.